Manufacturer narrative:
Reported event: an event regarding rom involving a triathlon insert was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: no medical records were received for review with a clinical consultant. Device history review: could not be performed as lot code information was not provided.  Complaint history review: could not be performed as lot code information was not provided.  Conclusion: no further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Dr. Revised a right knee triathlon cs tibial insert originally done with mako on (B)(6) 2018. This was due to stiffness. He did soft tissue releases and put the same size insert back in, a 6x9.